Manufacturer narrative:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient developed wound dehiscence at the implant site (specific date not reported) and experienced loss of sound from the internal device following head trauma sustained during a seizure on (B)(6) 2025. The dehisced area was subsequently closed using adhesive. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site due to previous reported issue. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).